Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "clips do not clip properly, falls off and clips also folds over each other." Patient status - "ok."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection of the unit, the clips did not close properly. Engineering disassembled the unit; the internal components were slightly out of specification. The root cause of the customer's experience was due to the improper tip-setting of the jaws. The gap was wider and out of specification at the back than the front of the jaws. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has recently implemented device enhancements intended to further minimize the potential for this type of incident to occur. This document represents our final report.